Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only received and forwarded to the supplier, where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes have an incomplete separation of serum from cells via the center of the gel mass. Staff report the red cells diffusing into the serum when attempting to pour off serum into aliquot vials, causing the serum to change to an orange color. According to additional information obtained from the customer, only 1 site out of 4 is having the issues shown in the photos that were provided. We were told that the specimens were properly inverted. Tubes are allowed to sit for 30 minutes before centrifugation. All 4 sites use identical centrifuges; sorvall st 16 set at 3000rpm for 10 minutes. The centrifuges are not quest issued . Centrifuge rpm/rcf are not regularly checked or calibrated.

Manufacturer narrative:
Received 10pc 455071p/a22013hk for evaluation. Received customer pictures. We have no further complaints on the material/batch. We forwarded the complaint, customer samples and pictures to our affiliated headquarters in austria from which we receive this product. Unfortunately, the customer samples have been lost during shipment and were not able to be evaluated. Customer could not provide additional samples. The check of all relevant process parameters of the batch did not reveal any deviations which could be associated with the reported error. Based on our experience, deviations from the recommended rcf, centrifugation time, and/or insufficient clotting time, may lead to inadequate formation/performance of gel barrier and contribute to issues customer is experiencing. Therefore, the alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.